Event description:
Customer's mother reported via phone call that customer received excessive no delivery alarms. Customer's blood glucose was 558 mg/dl. During troubleshooting, customer changed infusion set, reservoir and manually pushed plunger and insulin did not exit causing no delivery alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.